Event description:
An endurant cuff was successfully implanted for the treatment of a proximal type I endoleak. Currently, the proximal aortic neck measures approximately 40-42mm in diameter. It was reported that on a follow up CT scan, the endurant cuff lost seal causing the aneurysm to expand from 7.5cm to 8.3cm in diameter. No signs of an endoleak were observed. Per the physician the cause of the events are due to disease progression; enlargement of the aortic neck. The physician performed an intervention and implanted 10 aptus anchors resolving the event. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of cta¿s from 4 years post-implant revealed that an endurant aortic cuff was positioned just below the renal arteries. The cuff was placed inside of a talent bifurcate which was approximately 1.5cm below the cuff. The cuff proximal od measured 38mm and there was approximately 2cm of remaining proximal seal length. The proximal neck and bifurcate/cuff were essentially straight. The talent ipsi limb and aneurx cuff were placed down into the right common iliac artery, and the talent contra limb was within the left common iliac. The max diameter aaa was 8.2cm; no obvious endoleak was observed. Both limbs were patent. No stent graft issues were observed. The exact cause of the reported loss of the proximal seal could not be determined; earlier follow-up images were not available for review. There is currently lack of aortic cuff radial apposition within the proximal neck. It is possible that this was caused by disease progression; neck dilatation. It is also possible that the talent bifurcate may have migrated due to disease progression.

Manufacturer narrative:
(B)(4).